Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 5.00 mm x 80 mm x 80 cm sterling balloon was used to dilate the target lesion, and on inflation at 4 to 6 atmospheres, the balloon ruptured. It was noted that the balloon rupture was due to the severely calcified lesion. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient condition following the procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a 9mm longitudinal tear 2mm from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 5.00 mm x 80 mm x 80 cm sterling balloon was used to dilate the target lesion, and on inflation at 4 to 6 atmospheres, the balloon ruptured. It was noted that the balloon rupture was due to the severely calcified lesion. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient condition following the procedure was stable.